Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, ten days after the implant procedure, the implantable cardiac monitor (icm) patient had an infection at the im plantation site. It was noted that a (B)(6) patient had occupied the room prior to the implant procedure. It was also reported that the patient had been in trigeminy that was not detected by the device. The patient was treated with antibiotics. The device was "expelled' from the patient's body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.